Manufacturer narrative:
The exact date of the event is unknown. The provided event date, (B)(6) 2021, was chosen as a best estimate based on the date that the manufacturer became aware of the event, (B)(4) 2021. The complainant was unable to provide the suspect device lot number. Therefore, the manufacture date and expiration date are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed on an unknown date. Fiducials were administered transperineally prior to spaceoar implantation and the procedure was done under local anesthesia. The scans post procedure showed a possible rectal wall injection near the apex. The images showed a good positioning of the spaceoar at the base and midgland, but at the apex it pushed into the rectal wall and indents relatively sharply like a finger. After the scan review, the physician stated that it was borderline and uncertain if there was a rectal wall invasion or if it was just the spaceoar pushing in and indenting the rectal wall near the apex. The area of possible infiltration was well less than 25 percent of the circumference. There were no patient complications reported as a result of this event. The patient has yet to receive radiation therapy.

Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date, (B)(6) 2021, was chosen as a best estimate based on the date that the manufacturer became aware of the event, (B)(6) 2021. Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the manufacture date and expiration date are unknown. Block h6: medical device problem code a1502 captures the reportable event of gel misplaced, non-vascular. Evaluation conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed on (B)(6) 2021. Fiducials were administered transperineally prior to spaceoar implantation and the procedure was done under local anesthesia. The scans post procedure showed a possible rectal wall injection near the apex. The images showed a good positioning of the spaceoar at the base and midgland, but at the apex it pushed into the rectal wall and indents relatively sharply like a finger. After the scan review, the physician stated that it was borderline and uncertain if there was a rectal wall invasion or if it was just the spaceoar pushing in and indenting the rectal wall near the apex. The area of possible infiltration was well less than 25 percent of the circumference. There were no patient complications reported as a result of this event. The patient has yet to receive rediation therapy. On april, 05, 2021, additional information received stating that the patient continued with the planned treatment.